Manufacturer narrative:
Review of device history record (DHR) of cp21h15: DHR of the product was reviewed to examine any deviations during the production. The records demonstrated that the lot was manufactured according to approved standard operating procedures. Review of in-process quality control performance test record of cp21h15: 800 cassettes of cp21h15 were tested against qc panels and all showed valid results. Retain test of cp21h15: a total of 10 kit boxes (20 cassettes) were tested against qc panels and all showed valid results.

Event description:
Two instances of false positives with the at home test. We went for a pcr test the same day and it was negative.

Manufacturer narrative:
Possible root causes of suspected false positive results reported by the complainant are following: 1. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection (excess blood or mucus on swab). B. Not performing test immediately after opening the test device in the pouch. C. Potential contact with foreign substances and household cleaning products during sample collection and testing. 2. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). 3. Pcr test that complainant performed might yield false negative result. Internal investigation of cp21h15 (i.e. Batch record review, in-process qc records review, and retain test) showed no evidence of false positive results. We have reached out the complainant a total of 4 times to investigate facts and circumstances. Her initial response helped ruling out some of potential root causes, but other potential root causes are pending because the complainants have not been responding to our additional inquiries. Upon receipt of response, we will be able to rule out most of potential root causes listed above.